Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, stenosis and angina occurred. In (B)(6) 2010, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The de novo target lesion being treated was located in the 1st obtuse marginal (om). The lesion was 99% stenosed, 2.5mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. In addition, the patient had a non-target lesion located in the proximal left circumflex (cx). The lesion was treated with the placement of a 3.0x15mm promus stent. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient presented with a progression of coronary artery disease complaints of chest pain and was diagnosed with unstable angina. Stress test performed revealed evidence of mild to moderate ischemia in the apical inferior and apical lateral regions. 95% stenosis was noted just distal to the previously deployed study stent (2.5x32mm taxus liberte). In (B)(6) 2010, target vessel revascularization was performed. The patient underwent coronary artery bypass graft x3 vessels with left internal mammary artery to the left anterior descending, saphenous vein graft to obtuse marginal and saphenous to posterior descending artery. In addition, the aortic valve replacement was performed. In (B)(6) 2011, the event was considered resolved without residual effects.